Event description:
It was reported that during treatment of a de novo lesion in a narrow 90% stenosed posterior tibial artery, after placing a guide wire at the intended location, an xpert stent could not be pulled (advanced) in vitro due to strong resistance that was felt during access (insertion) and removal. During the removal process, the stent opened (deployed) automatically. The device with stent was removed and the procedure was completed using another xpert stent system of the same size. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported premature stent deployment was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar premature stent deployment incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.